Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, the customer received pump error 53 (software error detected), the customer received pump error 4 (the motor arm cannot communicate with the main arm.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer was able to clear the error and complete rewind if requested. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, self test, active current measurement and sleep current measurement. The pump was monitored, no failed battery alert/battery failed alarm, pump error 53 alarm and pump error 4 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 1 week prior to the event date of 10-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/05/2025 17:30:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 4 alarm was found on: 01/10/2025 00:07:06.000 pump error 53 alarm (line number 28786 file number 10827) was found on: 01/10/2025 00:07:06.000 according to sw engineer mark freger: pump error 4 alarm and pump error 53 alarm (line number 28786 file number 10827) were generated due to exception on main mcu - suspecting the hw (bum) failed battery alert/battery failed alarm was found on: 01/10/2025 00:07:09.000, 01/10/2025 00:08:24.000 to 01/10/2025 00:08:42.000, 01/10/2025 00:09:13.000, 01/10/2025 00:10:16.000 to 01/10/2025 00:10:39.000, 01/10/2025 00:11:00.000 to 01/10/2025 00:11:20.000, 01/10/2025 00:13:07.000, 01/10/2025 00:13:16.000, 01/10/2025 00:14:10.000 to 01/10/2025 00:14:39.000, 01/10/2025 00:15:00.000 to 01/10/2025 00:15:53.000, 01/10/2025 00:16:14.000 to 01/10/2025 00:16:43.000. Insert battery alarm was found on: 01/10/2025 00:10:05.000, 01/10/2025 00:11:30.000, 01/10/2025 00:18:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 14-feb-2025 at 2:40:59 pm. There was no power data available for the event date of 10-jan-2025. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, pump error 4 alarm and pump error 53 alarm (line number 28786 file number 10827) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.